Manufacturer narrative:
A visual inspection found that the foam sponge had detached/separated from the rx biopsy cap. The cap was found to be intact; the bottom seal hole on the biopsy cap was found to be slightly opened up from usage. The detached sponge was found to have slits in the center. The exact measurement of the slits on the sponge could not be measured, due to the condition of the returned sponge. The most probable root cause of the reported issue could not be determined at this time. An investigation is underway to address issues of the foam sponge pushing out of the biopsy cap.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, a plastic stylet was pushed through the cap to allow for passage of a sphincterotome, when it was noted that the inner sponge had pushed out of the cap and into the biopsy port. No other damage was noted to the device. The cap was removed, and the sponge was removed from the biopsy port. Another rx locking device with biopsy cap was opened and used for the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, a plastic stylet was pushed through the cap to allow for passage of a sphincterotome, when it was noted that the inner sponge had pushed out of the cap and into the biopsy port. No other damage was noted to the device. The cap was removed, and the sponge was removed from the biopsy port. Another rx locking device with biopsy cap was opened and used for the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.